Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 220 units of insulin. During troubleshooting with tandem technical support, it was found that the air from the cartridge was not being properly removed. During the call, the customer loaded a new cartridge, removed the air from the cartridge successfully, and received an accurate fill estimate. The customer's blood glucose level was 148 mg/dl.